Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger product ID 97745nt serial# (B)(6) product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  pt reported they were having issues charging their implant and pt did not provide an event date. Pt did note that about 6 weeks ago the issue started then resolved. Pt noted the next time was when the issue began. Pt stated they would either get no device found or poor recharge quality. During the call ps walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt inserted the battery pack and confirmed green light was flashing above the screen implant was at 40% then the screen was stuck on please wait. Pt then connected the recharger cord and the screen was still stuck on please wait. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt called and mentioned they got the replacement controller and then tried to lock the battery door in place on top of the battery that they removed from the old controller, but the battery door for the replacement controller would not fit smoothly over the old lithium battery pack. Pt said the door had gaps in it between the controller casing and the door at the top of the door and was really hard to remove. Pt also got "software problem: cannot continue: call medtronic: 1_intellis 2_ 3.6 3_ 4_". Pt said gaps had formed on both sides and battery door seemed wider than top edge of the controller. Patient services specialist(pss) understood the pt may have been sent the incorrect battery door on the replacement controller. Pt still had old controller, so pt took the battery door off the old controller and then installed it on the replacement controller and old battery door fit the replacement controller and old lithium battery pack well. Pss suggested the pt keep the old battery door and send back the replacement battery door and the old controller. Software problem was successfully removed from controller after reset. No symptoms were reported. Additional information received from the patient. Pt called back and repeated information from this case and noted they received the replacement controller from this case, but continued to have difficulty recharging the ins and saw the "reposition recharger" message. Pt noted they repositioned the recharger 32 times and now they couldn't recharge the ins at all. Agent helped the pt inspect the recharger cord and recharger plug, but no visible damage was detected. Agent sent an email to repair for a recharger. Additional information received from the patient. Patient called back and stated the replacement recharger didn't resolve the issue. Patient's charging quality was still intermittent from good to poor during the call. Patient stated the first time they charged it took an hour to get to 60%. No recent falls, physical traumas, accidents, weight gain/loss. Agent advised for patient to meet with a representative to check the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt mentioned that they had the previous implant removed because it stopped charging about a year before implant was removed. Pt stated the implant could not recharge even after getting external equipment replaced.